Event description:
The customer reported there are holes in both the left and right windows of the canopy which was discovered during use with a pt but the customer could not specify the date when the issue was found. There was pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; there is a 2 inch tear in the right side window and a 3 inch tear in the left side window netting. Also, the slider body is open on the left side pt access window zipper. Note: the instructions for use state: never use the posey bed if there is damage to the canopy, access panels or zippers. A failure to heed this warning may result in pt escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the pt unattended to help reduce the risk of a fall or unassisted bed exit. Check the zippers coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull-tab is missing or broken. Never leave the pt's bedside until all access panel zippers are securely closed. (B)(4).